Event description:
It was reported that the patient presented remotely via merlin.net. An alert was received for low, out of range pacing impedance on their atrial lead. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the patient's atrial lead exhibited noise over-sensing. The over-sensing was noted to result in under-pacing. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of low pacing impedance and noise was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Final analysis found full breach outer insulation degradation and external insulation abrasion proximal and distal to the suture tie impression. The cause of the reported events was due to the exposure of the outer coil in the abrasion region consistent with friction to the suture sleeve. Electrical testing did not find any indication of conductor fractures however an internal short was noted due to procedural damage to the inner insulation. No further anomalies were detected.